Manufacturer narrative:
(B)(4). Date of event - unknown date in (B)(6) 2016. Date implanted - unknown date in 2010. Date explanted - unknown date in (B)(6)2016. Therapy date - unknown date in (B)(6) 2016. Concomitant medical product - unknown femoral shell, unknown femoral stem. Report source: - (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated report: 1825034-2016-05132. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient reported right hip revision six years post-implantation due to metal debris from implant resulting in pain.